Event description:
It was reported that this device delivered one inappropriate shock due to an episode of atrial arrythmia with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported.